Event description:
Hospital bed used in a home setting. The head of the bed was partially up when it spontaneously collapsed. Codder pin holding bed up must have slipped allowing back to collapse. All pieces present on visual inspection.